Manufacturer narrative:
The pump was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement test or verify unresponsive keypad due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons of the insulin pump keypad was unresponsive. Customer¿s blood glucose level was 9 mmol/l. It was reported that the buttons were not working and there was a red light flashing. It was reported that the insulin pump had insulin flow blocked alarm and customer changed the set and the down arrow button was not working and now none of the buttons are working. Customer reported that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer states that there was no response from any button. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.